Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The used company iii (d) cartridge was not returned for evaluation. Forty-six unopened company iii (d) cartridges were returned for the reported lot 15885254 [opened carton (16), 3 unopened cartons (30)]. Two samples were randomly selected from the opened carton and one sample was selected from each unopened carton. The samples were numbered 1 to 5 for evaluation purposes. Five of the returned company iii (d) cartridges were opened and microscopically examined with no damage observed. The company iii (d) cartridges were functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company iii (d) cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The lens remained implanted. A video was provided of a monitor screen. The cartridge and lens preparation were not shown. The lens delivery was not shown. A single-piece lens was visible implanted into the eye. A linear material was visible on the posterior side of the lens. The material was removed with the irrigation/aspiration (I/a) tip. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge was not returned for evaluation. The lens remained implanted. No determination can be made without physical evaluation of the complaint sample. Based on review of the provided video, the lens was not scratched. A linear material was observed which was removed with I/a. The lens and cartridge preparation and lens delivery were not shown. The nature and origin of the removed material cannot be determined from the video. Five of the returned unopened company iii (d) cartridges were opened and microscopically examined with no damage observed. The company iii (d) cartridges were functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company iii (d) cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The IFU also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, there was a scuff-mark on the posterior side of the lens noted on implantation. The surgeon was able to polish the scuff off in irrigation and aspiration mode with some difficulty. The lens remained implanted. There was no patient harm or impact. Additional information has been requested.